Manufacturer narrative:
Section e1 has been updated to include the correct facility name and address. One decontaminated sample was received at the manufacturing site for evaluation. The sample arrived in the original packaging. Visual and function evaluations were performed, and the reported condition was confirmed. A leak was noticed between the cross spike and tubing line. The root cause has been determined to be associated with the manufacturing and production process. As part of continuous improvements, a corrective action has been opened to address the reported issue. The root cause and action plan will be documented through the formal investigation. A device history record review could not be performed because a lot number was not received with the complaint. While the sample was received in the original packaging, the sample and packaging have since been discarded therefor the packaging cannot be examined to determine the lot number associated with this sample. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reports that the tube is leaking where it meets the luer lock connector.